Manufacturer narrative:
The neuron max 6f 088 long sheath (neuron max) was fractured approximately 3.0 cm from the hub. Evaluation of the returned device revealed that the neuron max was fractured distal to the hub. This type of damage typically occurs due to improper handling during use. If the device is forcefully manipulated at extreme angles during use, damage such as this may occur. Further evaluation of the returned device revealed no damage to the distal tip of the neuron max. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a neuron max 6f 088 long sheath (neuron max). During the procedure, the tip of the neuron max became fractured while advancing within the patient; therefore, the neuron max was removed with the tip slightly attached. The procedure was completed using a new neuron max. There was no report of an adverse effect to the patient.